Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm if needle pieces were found? If yes please confirm where? What is the lot number? "The piece that broke off wasn¿t found and the lot number wasn¿t recorded by the hospital, so am afraid I can¿t help." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During use on the patient the tip of the needle broke off when closing the wound, patient was x rayed but no evidence of tip of needle found. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm if needle pieces were found? If yes please confirm where? What is the lot number? "The piece that broke off wasn¿t found and the lot number wasn¿t recorded by the hospital, so am afraid I can¿t help." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During use on the patient the tip of the needle broke off when closing the wound, patient was x rayed but no evidence of tip of needle found. There were no patient consequences reported. Additional information was requested.